Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -13.0 diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned in liquid in lens case/vial. Visual inspection found haptic torn/broken/bent/deformed. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The initial report that patient's post-op uncorrected visual acuity was 20/20 is incorrect. Patient's post-op best corrected visual acuity, not uncorrected visual acuity, during last visit was 20/20. (B)(4).